Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after approx 1 cm of a vascular stent had been deployed in the left iliac artery, the stent could no longer be deployed. The entire stent system was removed without incident and another stent was used to successfully complete the procedure.